Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) could not be interrogated. Attempts to obtain beeping tones were unsuccessful. The device behavior is indicative of a latched atrial device, the behavior of which led to a recall. The patient has elected to wait until after he goes on a cruise to have the device replaced. To date, there have been no reported patient symptoms associated with this clinical observation.